Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the sheath of the angio-seal could not pass through the vessel during the percutaneous coronary intervention (pci) surgery. Compression was performed for hemostasis. There was no patient injury or surgical intervention required. Additional information was received on 15oct2024: an 8 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. It was unknown if a pre-deployment angiogram was performed. The patient did not have tortuous anatomy at the access site. The patient was stable. There were no issues with insertion, deployment, or withdrawal of the device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned device included the header bag, hemostasis sheath, arteriotomy locator, carrier tube, and guidewire. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator assembly were found to have been kinked near to letter indicator "o". No other damage or issues were identified. The complaint was able to be confirmed for a kinked sheath and locator. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained due to off-axis loading during device insertion. It is possible that the user did not insert the device with sufficient angulation which resulted in the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).